Event description:
It was reported that the patient began to feel poorly and then had syncope and a shock. It was also reported that the right ventricular (rv) lead had oversensing due to electromagnetic interference, noise and pacing inhibition. It was noted that the patient was in a pool with faulty wiring at the time of the event. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.